Manufacturer narrative:
Initial

Event description:
It was reported that the user attempted to insert an inset infusion set but the set deployed incorrectly and the cannula did not fully insert. The user then performed a site-only change after receiving guidance, and no alerts or alarms occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure during infusion set insertion; the affected component was the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.